Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device and a watchman double curve access system (was) were selected to be used. During the procedure, the was sheath was used to access the laa, and contrast imaging revealed a small, shallow laa. Initially, a 20mm closure device was attempted, but compression could not be achieved, so a 24mm closure device was used instead. During repeated recapture attempts, pericardial effusion was observed on fluoroscopy and transesophageal echocardiography (tee) on the greater curvature side of the laa, and the patient's blood pressure dropped. An emergency pericardiocentesis was performed and more than 500cc of bright red blood was removed and re-transfused; however, bleeding did not stop, and surgical repair was carried out via thoracotomy.